Event description:
Shockwave medical, inc. (Swm) has applied for and was granted the request for a registry exemption, gen2200325 for data acquired from the national cardiovascular data registry (ncdr) cathpci registry for the shockwave intravascular lithotripsy (ivl) system with the shockwave coronary (ivl) catheter. This report is to document a total of 104 serious injuries that were reported as part of the cad post approval study registry for the period between january 1 and march 31. Patient harms associated with these events include cardiac arrest, cardiac tamponade, myocardial infarction, arrhythmia, perforation or rupture, and shock/pulmonary edema and stroke. Swm is blinded from knowing the site. Due to this, information on event dates, catheter lot numbers, and devices return are not available. The lot numbers were not available in the registry case report forms.

Manufacturer narrative:
The devices referenced in this report were not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Swm is blinded from knowing the site. Due to this, information on event dates, catheter lot numbers, and devices return are not available. The lot numbers were not available in the registry case report forms. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.